Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was 500 mg/dl. The customer took some manual insulin to treat her high blood glucose level. The customer did not have insulin on his insulin pump. The device was not returned.